Manufacturer narrative:
The product was discarded. This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the left femoral vein in a 59-year-old male patient presenting with cardiomyopathy and admitted for acute on chronic heart failure with worsening multiorgan failure. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient¿s clinical condition required biventricular mechanical circulatory support, and concurrent impella cp and impella rp flex devices were placed for hemodynamic support. The patient was noted to be on inotropes and vasopressors prior to and during support. During support, imaging was utilized to assess device position. Chest x-ray demonstrated that the impella rp flex device was in an incorrect position, with the inflow and motor oriented horizontally and located within the right atrium, and the outflow positioned in the distal pulmonary artery bifurcation. The interventional cardiology and critical care teams elected not to reposition the device due to concern for cannula bowing within the right ventricle and the potential risk of outflow displacement. Waveforms and flow parameters remained stable, and the plan was to continue monitoring with daily chest x-ray imaging and serial laboratory assessment. During the course of support, dark red urine was observed, and plasma free hemoglobin was measured at 430 milligrams per deciliter. Two plasma free hemoglobin measurements were obtained, both reported to be greater than 40 milligrams per deciliter. These findings were consistent with hemolysis. Due to the overall clinical condition of the patient and designation of do not resuscitate status, the impella rp flex device was removed. The removal decision was noted to not be attributed to hemolysis but rather to the patient¿s goals of care. The patient survived to explant of the impella rp flex device. While on support, the impella rp flex device was operating at performance level 6 with expected flows of approximately 2.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Hemolysis is a known risk associated with impella support and may be influenced by device position, multiple mechanical support devices, as well as the patient¿s underlying critical condition in the setting of cardiogenic shock and multiorgan failure.